Event description:
A patient reported getting repeated "insert strip" message while using a one touch meter. Patient has been diabetic since 1988 and had been using the ot meter since 1988. Patient has been unable to test blood glucose on ot meter for 3 days. Patient has used a non-lifescan meter to monitor blood glucose during those 3 days. Patient did not allege any physical harm due to the ot meter. No further information has been reported.